Event description:
It was reported that a pump did not recognize a closed door. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom of "does not recognize a closed door" was confirmed and reproduced. The evaluation found that the upper auxiliary flex was not seated into the j1 connector properly. After the upper auxiliary was plugged in correctly, the unit operated as designed.